Event description:
Additional information received from reporter on 12/02/2022 for mw5107726. This is an update to an existing MDR to add information that was obtained following the original submission. New information will be preceded with "new" to identify new information being added to the report. Problem: needle broke in patient's mouth investigation results: this is the first complaint related to the defect "glue insufficient point resistance" for the batch f10451aa. Both the returned and retention samples of batch f10451aa were subjected to visual aspect of the glue point and traction tests. None of the tested needles showed defects that could suggest any failure from glue point quality, insufficient glue point resistance or lack of glue between the needle cannula and hub. Additionally, no abnormality relating to the issue concerned was found during review of the production and inspection records of the needle batch in question. Based on currently available information, possible causes for reported needle separating from the hub may be use of several cartridges, bending or stressing of the cannula, high pressure during injection and constraint on the cannula during injection. Our quality assurance department has investigated into an incident associated with a batch of patterson 30ga short needles (batch # f10451aa, exp: 31-may-2026). The alleged needle separated from the hub and was stuck in patient's jaw. This is the first complaint related to the defect "glue insufficient point resistance" for the batch f10451aa.

Event description:
A 30 gauge short needle separated into a patient's jaw. FDA safety report ID # (B)(4).